Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: device history records review was completed for part: 309.600, lot: sx492153. Manufacturing location: selzach, release to warehouse date: (B)(6) 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. H3, h6: product investigation was completed. The coupling piece is broken off without fragmentation, the piece was returned together with the drill bit. In general is the device in a very used condition, there are strong stress marks at the coupling piece, clearly visible nicks at the cutting edges, the bore at the forefront is widened up and deformed due to often and excessive contact with guide wires and the laser markings are faded. Dimensional inspection was completed and met specifications. The complaint is confirmed as the received drill bit is broken as complained. The drill bit in question was manufactured in march 2006 and we are not aware of any other complaint for this article- and lot number combination. Based on that, the findings above, the age and the very used condition of the device a manufacturing related issue can be excluded. Based on the condition of the device we assume that a mechanical overload, either by too much lateral stress or/and an excessive contact with the guide wire caused the breakage of the coupling piece. Wear and tear may also have played a certain role. The evaluation has shown that the root cause of the breakage is not product related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an unknown surgery was performed with a proximal femoral nail antirotation (pfna) and a large drill bit. During the surgery, when the surgeon used the drill bit, the surgeon found that the drill bit was broken in the connecting part of an unknown chuck. The surgery was completed successfully. There was no surgical delay. Patient outcome was stable. Concomitant device: chuck (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).